Event description:
It was reported that an interrogation showed the implantable cardioverter defibrillator (ICD) possibly inappropriately withheld ther apies due to the device discriminator for episodes detected as supra ventricular tachycardia (svt) that the clinician suspected is a ventricular arrhythmia. The interrogation also showed previously alerts triggered by the right ventricular (rv) lead for high out of range (oor) superior vena cava (svc) defibrillation impedance, and a gradual rise in pacing impedance was observed on lead trends. The rv lead also had an observation for high thresholds, and lead trends showed an abrupt increase in threshold measurements. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.